Event description:
It was reported via repair work order that the track would not engage the stairs due to the track being off the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.